Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became nonfunctional after the touchscreen cracked, preventing unlocking and use; the device was no longer watertight and required replacement, and the user switched to multiple daily injections while continuing cgm use. Symptoms included hyperglycemia with a reported maximum of 400 mg/dl for approximately two hours, with negative ketones and no acute complications. Outcomes included temporary interruption of pump therapy and use of backup therapy without hospitalization or medical intervention. Investigation included collection of user report and troubleshooting education. Investigation of this device revealed damage to the touchscreen component with loss of user interface functionality and loss of enclosure integrity, consistent with a cracked or broken display and associated inability to operate the device. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.